Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a procedure occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It is reported that the patient had a right total shoulder implanted on an unknown date. Subsequently, the patient underwent a reduction procedure on (B)(6) 2015 due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is reported that the patient had a right total shoulder implanted on an unknown date. Subsequently, the patient underwent a closed reduction procedure on (B)(6) 2015 due to dislocation.additional information received reported the patient had been non-compliant after the initial procedure.